Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 438 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.